Manufacturer narrative:
See investigation attached.

Event description:
Allegedly, the patient was revised due to metal debris, corrosion and resultant metal ions due to the metal-on-metal design between the articulating surfaces.